Event description:
It was reported that pump displayed malfunction code while customer was in shower and malfunction could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup pump and multiple daily injections for insulin delivery, and technical support arranged replacement pump under warranty, provided instructions for storage mode, confirmed shipping details, explained need to return malfunctioning pump within 10 days using provided materials, and advised customer to enter pump settings and connect cgm to replacement pump, all of which customer understood and acknowledged.